Manufacturer narrative:
An event of minimal aortic leak to massive eccentric aortic leak and valve explant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 health effect - clinical code: code 4580 removed.

Event description:
It was reported that on (B)(6) 2019, a 23mm trifecta gt valve was implanted during an aortic valve replacement. On (B)(6) 2023, it was first identified that there was a discreet increase in the trans-aortic gradient to 20 mmhg, previously estimated at 14 mmhg, and appearance of a minimal aortic leak which was not previously reported. On (B)(6) 2023, follow-up imaging showed a degeneration of aortic bioprosthetic with massive eccentric aortic leak. The valve had moderate to medium intraprosthetic leak with partially stenosing valve (vmax 3.8 m/s, average gradient 33 mmhg). On (B)(6) 2023, the valve was explanted and replaced with an unknown valve. The patient status was unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 23mm trifecta gt valve was implanted during an aortic valve replacement. The valve had abnormally rapid degeneration. On (B)(6) 2023, the valve was explanted and replaced with an unknown valve. The patient status was unknown.